Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the luer lock connection was not securely connected. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. It was also reported that occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery.